Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed and it was observed that the device had a drilled neuro-tip leg and a drilled neuro-tip. It was determined that the condition with the drilled neuro-tip was failure to follow the directions for use (dfu). It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the motor device, the burr device did not seat properly in the locking chamber. It was determined that the attachment device was forced into position which placed the distal tip of the burr device in compression. It was determined that at this point, the tip of the burr device was in direct contact with the neuro-tip of the attachment device. It was determined that when the motor device was started, the burr device drilled into or through the neuro-tip. It was further determined that the condition of the drilled leg was due to excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. The assignable root cause of these conditions was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during testing, it was observed that the craniotome device had an undetermined malfunction. During service and evaluation it was observed that the device had a drilled neuro-tip leg and a drilled neuro-tip. This event did not occur during surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.